Manufacturer narrative:
The reported event is related to the ac power cord associated with the inogen one g3 unit. A replacement unit has been provided.

Event description:
While on vacation, the patient's portable oxygen concentrator (poc) stopped working due to a dead battery that wouldn't charge, leaving the patient unable to breathe and resulting in her being transported to the hospital where she was treated for bronchitis with breathing treatments, prednisone, antibiotics, a new inhaler, and supplemental oxygen.